Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had channel error was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that after loading the administration set, programing the module and pressing start an error occured followed by a system error on the pc unit. This was reported to bd representatives during site visit. There was no information on patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.